Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown), but the device displayed a "defib fault 72" message. The clinicans then obtained another device and defibrillated the patient. The patient subsequently expired. Subsequent to the event the facility's biomedical engineering department was unable to duplicate the reported malfunction, but they reported that the unit did display "pacer fault 116" and "battery high voltage "error messages upon device power-up.